Manufacturer narrative:
The complaint of disconnection on two returned new still in package 034-h2629 could not be confirmed or replicated. The two returned new samples were tested per product specifications. There were no leaks anywhere along the fluid path. There was little to no residual torque observed that could have led to a disconnection. At the bond location of the spiros to small-bore there was sufficient solvent present on both of the samples. The tubing met product specifications and would not have led to a disconnection. The two (2) returned new 034-h2629 met design and functional specifications. The device history (DHR) for lot number 4089721 was reviewed and there were no relevant non-conformances found.

Event description:
It was reported that the tubing being used at the time of the 5 fluoracil patient infusion, disconnected from the spiros causing a spill. The chemotherapy medication was reported to have splashed the nurse and was cleaned per hospital protocol. There was no additional harm to the patient or nurse reported.